Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that there were removal difficulties, coil protrusion, a fragment of the coil left in the subcutaneous tissue, and thrombus formation. The stenosed target lesion was located in a severely tortuous maxillofacial vein and artery. A 22mm x 60cm interlock¿ was selected for use. During the procedure, attempts in adjusting the location of the coil were performed. Subsequently, the physician failed to completely withdraw the coil into the microcatheter as it was noted to be stuck in the target lesion; thus, the coil protruded at the tip of the catheter upon removal. Consequently, the coil became stretched so the physician intentionally cut the coil to facilitate removal; however, a portion of the coil remained in the patient's subcutaneous tissue and it was also observed that there was a formation of thrombus. The procedure was completed with another of the same coil. No further patient complications reported and the patient's condition was stable.

Event description:
It was reported that there were removal difficulties, coil protrusion, a fragment of the coil left in the subcutaneous tissue, and thrombus formation. The stenosed target lesion was located in a severely tortuous maxillofacial vein and artery. A 22mm x 60cm interlock¿ was selected for use. During the procedure, attempts in adjusting the location of the coil were performed. Subsequently, the physician failed to completely withdraw the coil into the microcatheter as it was noted to be stuck in the target lesion; thus, the coil protruded at the tip of the catheter upon removal. Consequently, the coil became stretched so the physician intentionally cut the coil to facilitate removal; however, a portion of the coil remained in the patient's subcutaneous tissue and it was also observed that there was a formation of thrombus. The procedure was completed with another of the same coil. No further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and no anomalies were noted. The coil was returned stretched, kinked and the zap tip was detached and it was not returned. Microscopic inspection of the pusher wire revealed that the distal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The microscopic inspection of the main coil revealed that the zap tip was detached and it was not returned. The interlocking arm was inspected and no anomalies were noted. The dimensions that could be measured were inspected and were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).